Manufacturer narrative:
On august 28 2019, haemonetics received a reported incident for a nexsys pcs device which had failed the power on self test (post) protocol. The customer's on-site technician evaluated the device and found that there were two defective printed circuit boards (pcb) which had caused the device to fail the post protocol. The on-site technician returned the defective device control pcb and interconnect pcb for further evaluation and requested replacement components for resolution. Haemonetics sent replacement components to be installed by the on-site technician. The technician will replace the defective components and perform all necessary calibrations to ensure that the device meets manufacturer specifications prior to returning the device to service. Haemonetics received the defective boards on august 28 2019 and upon evaluation found that the interconnect pcb had failed due to a form of thermal decomposition, as the j20 connector was observed to be discolored due to overheating. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On august 28 2019, haemonetics was made aware of an incident involving a nexsys plasma collection system which had failed the power on self test (post) protocol. The on-site technician evaluated the device and found that there were two defective printed circuit board (pcb) components on the device, the device control pcb and the interconnect pcb had caused the device to fail the post protocol and would not allow the device to initiate any plasmapheresis procedures. The on-site technician returned the defective components to haemonetics to be evaluated and requested replacement components to be sent for resolution. This failure had occurred during the post protocol, prior to the start of any plasmapheresis procedure. There was no donor or patient involvement, no injuries were reported and there was no report of electrical fire or smoke.